Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the bottom display of the external pulse generator had fading and vertical lines, making it difficult to read. The caller was informed that the external pulse generator no longer would be serviced, due to having an age of older than five years. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.